Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported low sensor readings, and was treated with glucose by nurse, twice. The nurse then obtained a result of 260 mg/dl on a healthcare meter compared to a sensor scan result of 50 m/dl. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was administered 12 iu, then 6 iu insulin (type unknown) for glucose correction. There was no report of death or permanent impairment associated with this event.